Manufacturer narrative:
The reporter alleged that there was moisture in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of short battery life and eaw 128 post delivery motor power supply faults. The battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. There was evidence of moisture in the battery compartment and the interior of the battery cap. The leak test failed due to a battery compartment crack. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.